Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) reported via implantable systems performance registry (ispr). The patient was receiving intrathcal gablofen 2000 mcg/ml (daily dose of 976.4 mcg/day) in flex mode via an implanted pump. On (B)(6) 2015, the flex dose was decreased 2% to 959.8 mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. Device interrogation showed a motor stall alarm occurred on (B)(6) 2015. An x-ray was performed on (B)(6) 2015 and showed a radiographically intact baclofen pump system. Lab work was also completed on (B)(6) 2015 and the patient had a creatine kinase of 6089. On (B)(6) 2015 the patient's creatine kinase was 5364 and on (B)(6) 2015 was 2050. Finally on (B)(6) 2015, the patient's creatine kinase results were 635. The patient experienced baclofen withdrawal and interventions included medication adjustment specifically oral baclofen 10-20 milligrams (mgs) every 4 hours, clonidine 0.05-0.1 mg every 6 hours as needed, tranxene 7.5 mg every 6 hours as needed, ativan 1-2 mg oral or intravenous (IV) every 4 hours as needed on (B)(6) 2014. Signs and symptoms included agitation, flailing of arm and legs, and cyanosis. The severity of the event was considered moderate. Additionally, the device was replaced on (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. The event was related to the device or therapy and not related to the implant procedure.